Event description:
I have spoken with the product support personnel at MFR about the re-programming of their cardiovive aeds for over a year now and they still cannot give even an estimate of when the products will be available to re-program the aeds to the new defibrillation guidelines. I called today and the person was completely rude and flippant about it. My department also possesses 3 medtronic physiocontrol lp 500s. They have been re-programmed now for several months. It appears very clear to me that MFR either has no desire to support their products or lacks the technical expertise to resolve the issue. While I understand that the aeds with the old programming may still be used, it creates a significant continuity of care issue when patients, depending on which AED gets there first, may be defibrillated by 2 dramatically different algorhithms. Further, if both types of aeds are used, does that place my department in the realm of medical research by having patients receiving vastly different care? I suspect there are many other medical providers facing this issue. What guidance can the FDA provide?